Manufacturer narrative:
The device has not been returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a continuous alarm with the error message no disposable pump wont run. The pump settings were reviewed, pump turned off and tubing clamped. The cassette was also removed and tubing massaged. Bubbles were observed in the cassette tubing, so the cassette was tapped and reattached. Pump alarm returned upon start up as the issue was not resolved. Patient however was not affected. No patient injury was reported.